Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely patient condition related.

Event description:
The user facility reported a 72-year-old female post cardiotomy cardiogenic shock / low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 pump was unable to advance through the anastomosis during attempted delivery. The implant was aborted and an impella cp device was subsequently placed for patient support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.